Event description:
It was reported that the rasp broke during surgery. All debris were recovered. The surgeon used the next size up to complete the procedure.

Manufacturer narrative:
(B)(4). Foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified one side of the lip has fractured and was returned. The remaining lip has some of the golden anodize worn from the device. Complaint confirmed based on evaluation of returned product. Review of the device history record identified no deviations or anomalies during manufacturing medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.